Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a cerebrospinal fluid (csf) leak during a drg trial procedure on (B)(6) 2016. The physician completed placing the trial lead and performed a blood patch. The patient did not indicate he suffered a headache following the procedure and the patient was in stable condition.